Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of a diagnostic procedure. The procedure was delayed by less than 20 min and the procedure was completed by reseating the connection of power controller board. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement was not functioning. A review of the system log file confirmed the reported malfunction. Upon functional testing, the fse found that the power controller unit was malfunctioning. To resolve the issue, the fse reseated the pcu connections. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm movement is not functioning. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced power control unit (pcu) and reseated the geometry connection which resolved the issue. The device was returned to use in good working order.